Event description:
It was reported that the patient presented in clinic after receiving an inappropriate shock. Post-sensed t wave oversensing was observed. Programming changes were recommended. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.